Manufacturer narrative:
Product event summary: (B)(4) 2015, (B)(4). Product ID# 5076-52 - the full lead was returned and analyzed. Analysis reveaed that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent and distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4). (B)(6).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the during the implant attempt, the lead was placed in the right ventricular apex with good measurements. When the temporary pacing wire was being removed, it hooked the lead and dislodged it. The physician attempted to reposition the lead two more times and could not properly affix it to the heart tissue. Upon removal of the attempted lead, tissue inside the helix was visualized, which appeared to prevent proper fixation. A new lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).